Manufacturer narrative:
Asil, s., kaya, b., canpolat, u., yorgun, h., sahiner, l., çöteli, c., . . . Aytemir, k. (2017). Septal reduction therapy using nonalcohol agent in hypertrophic obstructive cardiomyopathy: single center experience. Catheterization and cardiovascular interventions, 92(3), 557-565. Doi:10.1002/ccd.27442. The onyx will not be returned for evaluation as it was implanted in the patient. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. Mdrs related to this event: 2029214-2019-00437, 2029214-2019-00438. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic literature review found reports of patient complications after onyx embolization. The purpose of this article was to evaluate acute and long-term efficacy and safety of evoh copolymer (onyx) during septal ablation of hypertrophic obstructive cardiomyopathy (hocm). The authors reviewed 25 patients (52% female, mean age 55.8 years) with symptomatic hocm. All patients underwent embolization of the septal artery using onyx 18. All cases were reportedly successful; no technical issues were noted. The article notes the following complications: - 1 patient had onyx migration after embolization. The article states that during withdrawal of the microcatheter, very small particulate evoh embolization occurred in the distal diagonal artery. The patient did not have clinical significant adverse outcome.